Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge. Complainant indicated that the clinician changed the electrode pads twice during the event to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device history does not have any activity recorded on the reported event date. Review of the device history log does show that the device successfully charged and discharged multiple times before and after the reported event date. There is no evidence in the log to suggest a device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.